Event description:
This device delivered over 84 shocks due to noise on the rv lead. Noise is present on the rv lead only and then following the shock delivery there is an increase in noise on the rv and farfield channel. The rep reports that sensing, threshold, and lead impedance testing appear normal and stable. The device is going to be replaced.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any consistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.